Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility, it was observed that the battery spring was pulled out. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility, it was observed that the battery spring was pulled out. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.